Manufacturer narrative:
This is a duplicate report of 1818910-2013-12101. This report, 1818910-2013-10936, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-12101.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address metal tissue reaction.